Event description:
It was reported that during a procedure, noise and high lead impedance was observed on the atrial lead. Exchanging the clips did not resolve the issue, lead impedance was still high. The physician replaced the atrial lead. The patient was stable.